Event description:
It was reported via a phone call from patient's wife that her husband received an edwards mitral bioprosthetic valve then expired six months later. Per the initial phone call, the patient's wife stated the following, " husband had an edwards porcine valve implanted for 20 years (implanted in (B)(6)), then in (B)(6) 2013, they were in (B)(6), and he was admitted to hospital and had a redo replacement of his valve on (B)(6) 2013. She stated that he was doing fairly well in rehab then came home in (B)(6). However, around (B)(6) 2013 he started to have fevers and chilling which reaching 103.8 c. He went to the ER, hospitalized and found to have fungal endocarditis, then passed away within two weeks on (B)(6) 2013. She stated the cause of death per the death certificate states ¿fungal endocarditis involving prosthetic mitral valve resistant to all treatment¿. Implant operative report of (B)(6) 2013 was provided and indicates the patient underwent replacement of his bioprosthetic mitral valve with another edwards bioprosthetic valve. No complications noted as the patient was weaned from bypass successfully. Follow up for records from the (B)(6) 2013 hospitalization which led to expiration were performed, but no records were yet provided by the healthcare provider. Death certificate provided by the patient's wife confirms the cause of death as, "fungal endocarditis involving prosthetic mitral valve- resistant to all treatment."

Manufacturer narrative:
The subject device was not returned or evaluated as there is no information to suggest it was explanted after the patient's death. Death certificate indicates the cause of death as fungal endocarditis involving the subject mitral device; late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history records review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information and edwards investigation suggests nothing to indicate a device quality deficiency that may have cause or contributed to this event. No further action required at this time.